Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Break/leak was unconfirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150ce. Implantable port allegedly experienced fluid leak. This report was received from a single source. This event did not involve patient with no patient contact. The patients age, weight and gender were not provided.